Event description:
It was reported that after drug administration the nurses identified the leakage of the drug through the orifice of the catheter.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is completed a final report will be submitted. The device has been forwarded to the manufacturer for further review.